Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance from the rv tip to the rv coil, the rv coil electrode and the superior vena cava (svc) coil. The lead alerts were reprogrammed to observation and the lead remains in use. Additionally, the left ventricular (lv) lead had high impedance from the lv tip to the rv coil. The lead alerts were reprogrammed to observation and the lead remains in use. A possible rv defibrillation port setscrew issue was also noted, as the patient had recently experienced a device change. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1d1 ICD, implanted: (B)(6) 2015; 419378 lead, implanted: (B)(6) 2007. (B)(4).